Event description:
On 11th january, 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated the upper cover with handle support, lower cover with fork and transparent plastic top cover were damaged which result in particles detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem and h4 manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, d1 brand name, d4 catalog # and unique identifier (UDI) #, d2a product code., d2b product code. Deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2018-06-05. Corrected h4 manufacture date: 2018-06-07. Previous b5 describe event and problem: on 11th january 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated the upper cover with handle support, lower cover with fork and transparent plastic top cover were damaged which result in particles detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 11th january 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated and confirmed by photographic evidence that upper cover with handle support, lower cover with fork and transparent plastic top cover were damaged and detached from the device, user managed them with tape. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Previous d1 brand name lucea duo 100. Corrected d1 brand name lucea led®. Previous d2a product code. Ftd. Corrected d2a product code. Fsy. Previous d4 catalog # ardlca219001a. Corrected d4 catalog # blank. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: ((B)(4). Getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated the upper cover with handle support, lower cover with fork and transparent plastic top cover were damaged which result in particles detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It was not possible to establish what was wrong with the light head, what was broken. The picture attached shows the replacement part but not the initial issue location, therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 11th january 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated and confirmed by photographic evidence that upper cover with handle support, lower cover with fork and transparent plastic top cover were damaged and detached from the device, user managed them with tape. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.